Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6). The report of the patient disconnecting their driveline was confirmed through evaluation of the submitted log files, and the account attributed the event to the patient suffering from a psychiatric episode. A direct relationship between the device and the reported psychiatric episode could not be conclusively determined through this evaluation. (B)(6), was returned assembled with the pump cable cut approximately 2 inches from the pump header and the distal portion of pump cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft and bend relief were cut approximately 1 inch from the graft attachment. The apical cuff was not returned, and the cuff lock was fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended until the driveline was disconnected. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The lvad event log file captured a pump reset on (B)(6) 2023 sometime after 01:56:58, which is consistent with the reported disconnection of the driveline. The lvad log files appeared to capture the pump operating as intended. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from the manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. The IFU lists psychiatric episode and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a psychiatric episode and committed suicide on (B)(6) 2023. The device operated as expected at the time of the event and not believed to be related to death.

Event description:
It was reported that evaluation of the log file revealed pump resets that occurred on (B)(6) 2023 these events were not captured in the controller event log file as they were overwritten by newer data, per design. The cause of the pump resets was unknown as there was no record of those dates in the medical records and was unable to be determined through evaluation of the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.